Event description:
It was reported that the customer alleged ongoing pump battery depletion resulting in the pump shutting off. Reportedly, the customer went to the emergency room (ER) on (B)(6) 2025 due to blood glucose (bg) level of 524mg/dl with ketones. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER nine hours later with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.